Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line won't clear, which was not reproduced during evaluation. A review of the event history log identified air in line won't clear as air in line alarms. The cause was determined to be an ultrasonic sensor out of specification and unable to be calibrated. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during power up at the central supply department. There was no patient involvement. No additional information is available.